Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain when standing up from a chair, stated that it was bringing her to tears. Patient noticed that if she presses on the implantable neurostimulator (ins), the pain subsides. Patient experienced pain at the ins site. The patient stated the pain started two weeks ago, then it got better and last week it got worse. Patient said that when she was getting the trash she twisted suddenly. Patient has appointment to see primary care physician (pcp) tomorrow. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.